Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found the aperture seal for the white blood cell (wbc) bath was loose. The fse replaced the aperture seal, which repaired the leak. The fse also found the red blood cell (rbc) diluent dispenser was damaged. The fse replaced the rbc diluent dispenser to resolve the issue. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter hmx analyzer with autoloader. The volume of the leak was about 2 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.